Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the fusion monitor stated no sync briefly then the screen was black, and the fusion monitor light was yellow. They reseated the cables on the monitor and on the computer and isolation transformer. Issue persisted. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: when the manufacturer representative went to the site the monitor and computer were replaced. The monitor and the computer were both returned for analysis. Through functional and visual examination both parts were found to be fully functional. No failure was found with either part. If information is provided in the future, a supplemental report will be issued.